Event description:
It was reported that during use it was discovered that the tips of 2 catheters were damaged with a bd insyte¿ autoguard¿ shielded IV catheter. The patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: when trying to use the device, the damaged tip of two catheters was found.

Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the tips of 2 catheters were damaged with a bd insyte¿ autoguard¿ shielded IV catheter. The patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: when trying to use the device, the damaged tip of two catheters was found.